Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A fifty six year old male patient with a medical history of coronary artery disease received an impella 5.5 device for post cardiotomy cardiogenic shock following coronary artery bypass surgery. Prior to device placement, the patient was receiving multiple intravenous medications to support heart muscle contraction, vasopressor therapy, and mechanical ventilation, consistent with advanced disease and society for cardiovascular angiography and interventions cardiogenic shock stage e. One day after impella 5.5 implantation, the patient underwent a surgery during which infarction of the gastrointestinal tract was identified. Cerebral bleeding consistent with a stroke was also noted. Given the severity of these findings and multiple organs failing, the patient¿s family elected to withdraw care, and the impella 5.5 device was removed at the time of death. Concomitant comorbidities and medical history was not available, and the reported complications may not be directly related to the impella device. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e shock. Stroke and bleeding are known risks associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.